Manufacturer narrative:
Correction: complaint is being cancelled because it is a duplicate of (B)(4). The different batch numbers in each complaint are for information only.

Event description:
It was reported that ultrasafe plus x100l png clear had a safety device failure. This was discovered before use. The following information was provided by the initial reporter: received 2 independent customer complaints from different sources with reported defect: ¿partially activated¿ for finished product of nivestym.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7093120. Medical device expiration date: 2022-03-31. Device manufacture date: 2017-04-03. Medical device lot #: 8247999. Medical device expiration date: 2023-08-31. Device manufacture date: 2018-09-04. Medical device lot #: 9241869. Medical device expiration date: 2024-07-31. Device manufacture date: 2019-08-29. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ultrasafe plus x100l png clear had a safety device failure. This was discovered before use. The following information was provided by the initial reporter: received 2 independent customer complaints from different sources with reported defect: ¿partially activated¿ for finished product of nivestym.